Event description:
The hospital reported that the vasoview hemporo vh-3500 scissor tips do not meet and are different lengths. The issue was noticed after the procedure was completed. The same kit was used to complete the procedure. No patient injury was reported.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned for evaluation on 12/09/2022. An investigation was conducted on 12/14/2022. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The gray silicone insulation on both the cold and hot jaws was observed to be intact, with no visual defects observed. The jaws were able to be closed and opened and lined up with each other with manipulating the blue toggle. The heater wire was observed to be intact, with no visual defects observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "mechanical problem" was not confirmed. The DHR, shop floor paperwork was reviewed. The vendor certifies that this device serial/lot conforms to all applicable product specifications. The lot # 3000272716 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that the vasoview hemporo vh-3500 scissor tips do not meet and are different lengths. No patient injury was reported.

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.